Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for high alerts on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause is potential patient misuse. No injury or medical intervention was reported.